Event description:
The hand piece was reported faulty and makes buzzing noise. Timing is unknown. There was no consequences or impact to the patient reported. During investigation, it was cited there was inconsistent speed with the motor. Attempts have been made, but no further event information available. Diligence is complete.

Manufacturer narrative:
(B)(4). Report source - foreign: great britain. The results of the investigation are as follows: review of the most recent repair quote for the dermatome determined the motor speed was unstable. Repair is waiting on parts. Review of the dermatome's device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.